Event description:
Ous MDR - after an implantation time of about 18 months, oversensing with occasional inappropriate shock delivery was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.